Event description:
Baxter france reports a patient complained of headache, fever, myalgia, arthralgia, uveitis, otalgia and hearing impairment one hour after initiation of therapy using a dicea 130g dialyzer. The patient was removed from the dialyzer at this time. The patient was hospitalized for eight days and treated with soludecadron, prodafalgan, and chibrocodron. Patient serum and dialysis water supply were analyzed for rickettosiosis which was found to be negative. Dialyzer storage conditions were reviewed and found to be within manufacturer's recommendations. The customer reports that other patients at the center were treated during the same period with this lot number dialyzer and did not experience any ill affects. The center reports the patient is recovered at this time.